Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The mega needle driver instrument was analyzed and found to have a broken main tube approximately 1.91" from the chassis. No material was found missing. Components adjacent to this broken main tube do not show damage. Additional observation(s) not reported by site: the instrument was found to have a frayed pitch cable at the proximal clevis hole/clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the mega needle driver plastic base of instrument is cracked. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no missing or detached material from the portion of the device that enters the patient¿s body. Crack was noted at the proximal end. No fragment fell into patient and no injury was reported.